Event description:
Customer using accu-chek advantage system. Customer did back to back testing on the same meter within a minute with results of 285 mg/dl and 104 mg/dl. Location of testing was not provided. Customer was able to self treat, but does not remember with what. No quality control information was provided. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.